Event description:
Consumer complaint of multiple low blood results compared to two other brands of meters. Results sometimes had 50%, margin of error. "At times they would show blood glucose in the 30's which should have rendered me incapacitated when I was in fact in the 60's or 70's." No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((b)46) 2013). Device not returned. Most likely underlying root cause of evaluation: use error (poor storage, reused strips, poor fill, inaccurate reference).